Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Issue was resolved with alternative cable and adaptor.